Event description:
During device replacement for normal battery depletion, insulation damage was observed on the left ventricular (lv) lead. The lv lead was repaired using medical adhesive and remains implanted. The patient was stable and there were no adverse consequences.